Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The issue was likely caused by insufficient fixing of the sheath adjuster knob. However, it was not possible to identify the root cause. The instructions for use (IFU) provides the following guidelines: "after tightening the sheath adjuster knob, do not rotate the connector section with excessive force to adjust it. By applying excessive force to the connector section, the distal end of the endoscope may be in contact with unintended areas resulting in patient injury such as mucous membrane damage or perforation".

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The issue was attributed to user error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Olympus was informed of a report that during preparation for use for a diagnostic procedure, after tightening and fixing the sheath adjuster knob, the single use aspiration needle was moved to be adjusted. The sheath moved while trying to extend the needle. It would not remained fixed in position. As there was only one needle, the intended procedure was completed using the same set of equipment. The needle was used in conjunction with the with bf-uc290f, linear ultrasound bronchoscope. No patient harm was reported.